Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that an under infusion occurred. The customer noticed the infusion running slower than expected, inspected the line, and found the line to be kinked (flattened) for a few cm. There was no patient harm.

Event description:
The report suggests that an under infusion occurred. The customer noticed the infusion running slower than expected, inspected the line, and found the line to be kinked (flattened) for a few cm. There was no patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of a kinked tubing was confirmed. Visual inspection noted the set to be flattened with indentation marks. There were no other anomalies observed. Functional testing resulted in no flow restrictions or occlusions. The root cause for the flattened tubing could not be determined.